Manufacturer narrative:
The insulin pump was received with blank display problem isolated to lcd board. Analysis was unable to verify the display anomaly due to blank display. (B)(4).

Event description:
The customer reported via phone call that they experienced display anomaly. The customer reported that the display would get lighter when pressing buttons. The customer also reported that the insulin pump went blank for a period of time. The customer's blood glucose was 113 mg/dl at the time of incident. The insulin pump will be returned for analysis.